Event description:
The patient fell while seated in a hugo rolling walker with a seat. The patient reported moving in the walker while seated. She fell backwards and struck her head. This is the second such fall in the last month that I responded to, where the patient was using a similar device as a rolling seat or wheelchair. The other response was where a woman fell while sitting in the walker that her daughter was assisting by pushing along. Brief research shows that the instructions for this product and similar ones specifically say not to use it as a wheelchair or use it as a seat without the wheels locked. Users of these devices may not be aware of the dangers in using them improperly.